Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced chest pain. The patient had a greenfield filter implanted in (B)(6) 2012. The patient has been experiencing chest pains that come and go. No further patient complications were reported.